Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, on the colon tumor, the stapler was not able to fire. They replaced a new staple to complete the case. There was no patient injury.